Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. This report is to capture the second incident while the patient using the same sensor session. After the patient was discharged, see related report. The patient continued to wear the same device. On 07/23/2024 (captured in this complaint), the patient¿s child called her again regarding her nighttime medication routine. The same scenario occurred on 07/20/2024, the patient appeared to be dazed and confused. The patient was also sweating, cold, and had ¿difficulty moving around.¿ the patient¿s child rushed to the patient¿s apartment. A bg meter reading was done, however, no bg or cgm values were reported for this event. There was no documentation of treatment, however, the sensor was removed and replaced. The patient was doing fine at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code - e2304 chills this is 2 of 2 allegations of inaccuracies. The patient reported 2 instances in which each event has similar details but occurred on the same sensor session. Please see the following related complaint record (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined because an investigation could not be performed. No additional patient or event information is available.